Manufacturer narrative:
We are unable to confirm the final disposition of the device because the no information pertaining to the device evaluation, repair, and operational status were available.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device will not start up. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the machine cannot be turned on after a period of time. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.